Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level of 51 mg/dl. The customer¿s current blood glucose level was 61 mg/dl at time of incident and current blood glucose level was 269 mg/dl. The customer blood glucose level was 52 mg/dl. The customer was treated with high carbohydrates and glucose tablets. The customer does not allege pump was over delivering. The customer had issues with low glucose readings, and the basal rate to 0 except during waking hours. The customer was advised to monitor blood glucose and contact the help line for troubleshoot as needed. The insulin pump will not be returned for analysis.